Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was deceased. The blood glucose reading at the time of death was unknown. The customer's domestic partner stated that she did not know where the insulin pump was and that the hospital may still have had it. She stated that the customer was walking the dog, was laughing, and then just fell over, and the customer's son performed cardio-pulmonary resuscitation; no pulse could be found. The cause of death was unknown. The customer was wearing the insulin pump at the time of death. Advised the caller not to dispose of the customer's medical supplies. Nothing further reported.